Manufacturer narrative:
Suspect device received on october 28, 2022. Device evaluation completed on november 06, 2022. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 425cc was found to have a tear on the anterior view, measuring approximately 0.6 cm. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old asian female who underwent a breast augmentation revision with a mentor smooth round moderate plus profile, 425, saline breast implant experienced left-sided capsular contracture grade IV, and right sided deflation post procedure. The surgeon confirmed that the patient is experiencing left side capsular contracture baker grade iii/IV. As a result, patient underwent bilateral replacements as follow: r) cat#:3503380/sn#: (B)(4), l) cat#:3503380/ cat#: 9677704-044 on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
Updated device evaluation completed on november 30 , 2022: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample, determined that the sm mpps dv 425cc breast implant was found to be deflated. A tear was observed on the anterior aspect measuring approximately 0.7 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).